Event description:
Additional information was received on (B)(6) 2012, when it was discovered that on (B)(6) 2012, the vns patient was interrogated and found programmed to 0ma.

Event description:
It was reported by physician thru company representative that vns patient had pain on the generator site which was not related to vns stimulation. Physician initially referred patient to surgery to investigate the source of pain and probably re-site the generator. Xrays were taken and provided to manufacturer for review. From x-rays images, generator is visualized in a normal placement in the left upper chest. The filter feed-through wires and lead wires at the connector pin appear to be intact. The lead connector pin appears to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement in the neck. There is part of the lead behind the generator and could not be fully assessed. No obvious lead breaks or acute angle were observed in the assessed portions. Additional info was received from physician that patient may have psychological issues regarding the reported pain; surgery was cancelled and not re-scheduled at this moment. Nonetheless, it is unknown if surgical intervention will be taken to preclude a patient injury.

Manufacturer narrative:
.